Event description:
It was reported that the generator was being returned for calibration. There was no procedure or pt involvement.

Manufacturer narrative:
Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The unit was received and calibrated. During qa inspection an intermittent solid tone was heard when the max pedal was pressed and dissecting hook was installed. The analysis site placed the main pcb to correct issue. The database was reviewed and no prior servicing history was found, therefore no service history review could be done. After servicing, the unit passed all qa functional testing. Complaint info is trended on a regular basis to determine if further investigation is warranted.